Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was recurrent incisional hernia. ­­­­­­­­­the procedure performed was repair with mesh, removal of abdominal wall foreign body with mesh. On (B)(6) 2013 - the patient underwent a second procedure for incision and drainage, debridement of skin and subcutaneous tissue. The preoperative and postoperative diagnosis was a wound infection. Following mesh revision surgery, he developed complications for which he underwent additional surgeries. On (B)(6) 2015 - the patient underwent a procedure for repair of recurrent incisional hernia with mesh. The preoperative and postoperative diagnosis was recurrent incisional hernia. On (B)(6) 2015 - the patient underwent a procedure for repair with mesh and the preoperative and postoperative diagnosis was recurrent incisional hernia upper midline. On (B)(6) 2016 - ov - cc: abdominal pain. On (B)(6)2016 - the patient underwent a procedure for a repair of incisional hernia with mesh biologic and prosthetic, bilateral component separation, removal of abdominal wall foreign body (mesh) and repair of enterotomy. The preoperative diagnosis was incisional hernia, recurrent. The patient has had a adhesions; bowel obstruction; infection; mesh removal; recurrence and revision.